Event description:
It was reported that the mobile power unit (mpu) had a v-lock connector on the alternating current (ac) power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was removed from service. No log files were obtained.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the mobile power unit (mpu) was not confirmed. There were no photos or log files submitted for review. The mpu, serial (B)(6) was not returned for analysis. Provided information stated that the unit randomly alarmed with yellow wrench. Additional information provided stated that the mpu had a v-lock connector, the ac power cord did not come loose, and there was no loss of power to the house. There were no log files available, the unit was removed from service, and it would not be returned. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow replace mobile power unit battery symbol illuminates when the alkaline aa batteries are not installed, or are depleted and need replaced. This is an advisory alarm. When the replace mobile power unit battery symbol illuminates, replace the internal batteries in the mobile power unit.¿. This section informs the user of the proper actions to take if the yellow replace mobile power unit battery alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: lot number was not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) randomly alarmed with yellow wrench.